Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got multiple pump error .the customer¿s blood glucose level was 111mg/dl at the time of incident. Troubleshooting was performed. Customer also stated that displacement test was failed. The product will be return for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable and confirm pump error 53 in device history file due to software anomaly.